Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Reportedly the customer's blood glucose was 150 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.